Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Review of the event history log showed system fault 41622. Confirmed customer complaint as unit failed motor test due to "error code 41622" displayed on screen. Motor does not run properly. Cleaned the gears, put new grease in and aligned them properly. Performed product verification testing (pvt) and verified the software update unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code 41622. There was no patient involvement, and no patient harm/adverse event reported.